Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device remained implanted as requested by the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.